Event description:
Multiple c6 devices showing error in the readings in the screen. Mainly in the pv tool window, the data are not fully visible on the screen and seems to be cut off from the monitor as seen in the pictures attached.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a software error. In consequence the device was upgraded to the latest software version. There was no patient or user harm reported. Hamilton fm 653570 rev. 01 medical page 3 of 4 investigation report (remediation) confidential complaint nr. 97696